Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A device history record review was requested from the manufacturer classic wire cut, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 56 complaints, regarding 57 devices, for this device family and failure mode. During this same time frame 39,431 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: avoid lateral stresses to the instrument or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments should be stored in the shoulder restoration system tray to protect the features. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer was being used on (B)(6) 2020 during an unknown procedure when it was reported "jaw broken". After further assessment, it was found that the broken fell into the surgical site and was removed with a grasper. There was no report of patient/user impact. The procedure was completed with an alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.